Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was out of calibration at the 0, 10, and 30 setting and the control bar was not in the correct position. The control bar position and unit were recalibrated to resolve the reported issue. It was noted that the device has not been regularly returned for annual pm. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the dermatome handpiece was not lifting the skin graft. Due diligence is complete and no additional information is available. No adverse events were reported as a result of this malfunction.